Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - australia if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the ratchet handle is missing a grub screw and will not function correctly or stay secure. The handle was not able to perform the up and down motion. The event timing is during decontamination/sterilization. There is no harm or delay reported. Due diligence is complete.

Manufacturer narrative:
Following sections were updated or corrected :b4, b5, a3, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the device was missing the ratchet set screw and the ratchet gear was stuck to the bottom roll. The ratchet gear, bottom roll, gear and improved ratchet set screw were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.